Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt requested to be explanted from his vibrant soundbridge, since he had more hearing benefit from it. The pt is using hearing aids instead.